Event description:
Ethicon enseal device (catalog number nslg2c35) used for laparoscopic sigmoid colon resection. During use the device broke and a piece fell into the patient. Unable to locate very small, gold, titanium piece during exploration of abdomen. X-ray taken at conclusion of procedure before closing. Radiologist identified on film a "small metallic looking object seen over right iliac crest". Dr. Determined that he would not be able to retrieve the object due to the small size and inability to see it visually upon exploration. Product removed from sterile field and "user experience form" completed. Product sent to sterile processing department (spd) for decontamination to be returned to ethicon.